Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was displaying a full blank screen. The customer¿s blood glucose was unknown at the time of the incident. The customer stated the insulin pump recently went blank, and they were missing a battery cap. Troubleshooting was performed, and an insert battery alarm did not appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. A replacement will be sent, and the insulin pump will be returned for analysis.